Event description:
Patient 1 leakage of et tube when patiet arrived in ed, immediately replaced with visible hole in balloon. Patient 2 leakage of air around shiley et tube 8.0, critical condition with compromise during tube exchange, coded and patient expired. Patient 3 leakage of air around shiley et tube unknown size, tube repositioned and able to get seal. Patient 4 leakage of et tube, family decided to make patient dnr and expired. Patient 5 balloon wound not deflate when attempting to remove. Patient 0 reported after patient 5 another balloon failed to deflate recently. Reference reports: mw5148161, mw5148162, mw5148163 and mw5148164.